Event description:
The customer reported indeterminate (ind) flags and suppressed beta human chorionic gonadotrophin (bhcg) quality control (qc) results involving unicel dxc 600i synchron access clinical system. Patient results were not generated. During troubleshooting, it was discovered the customer had incorrectly loaded bhcg reagent pack into the incorrect slot on the carousel. The reagent pack was removed from the carousel and properly discarded. Beckman coulter customer technical support (cts) guided the customer through properly loading the new reagent pack. The customer performed quality control (qc) on the new reagent pack with acceptable results.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting, and the customer did not question system performance. (B)(4).